Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test, no delivery alarm and blank display. Customer's blood glucose level was 149 mg/dl. Troubleshooting for no delivery was performed. Customer advised they received the no delivery alarm 32 times. Customer advised the problem was resolved by a complete set change. Customer declined to return the set or reservoir for analysis. Troubleshooting for failed battery was performed. Customer advised they went through a fresh pack of brand new batteries and the device will reboot on its own at times. Customer advised they are using an older device as a result of their insulin pump not working properly. Troubleshooting for blank display was performed. Customer's insulin pump had physical damage and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.